Event description:
During cholecystectomy it was noted that handswitch remained activated after surgeon removed pressure from coag activation button. It was at this time that the surgeon and surgical tech also noted a 0.1 cm arrowhead shaped charred area on pt's abdomen approx 2 inches from incision site.